Manufacturer narrative:
The subject stretcher was returned to manufactuer for a visual and functional evaluation. After multiple tests, the alleged intermittent lowering was able to be confirmed. The actuator was identified as the contributing factor and was replaced.

Event description:
It was reported the stretcher is intermittently lowering abruptly when pressing the down button which results in startling the patients and crew. No injuries have been reported and no specific patient incident was cited.